Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the lesion site was described moderately tortuous and 99% stenosed, which likely contributed to the failure to cross. Reportedly, during the procedure, on angiography, the stent implant was observed to have moved on the balloon; however, after removal of the stent delivery system (sds) from the anatomy, the stent was observed to be tightly crimped on the balloon. Return of the sds may have assisted in determining a conclusive cause of the appearance of a moved stent, however, since there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to difficulties experienced. To assure the reported difficulties are not the result of a manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a product deficiency.

Event description:
It was reported that after predilatation was performed, the stent delivery system (sds) failed to cross the 99% stenosed, moderately tortuous, mid left anterior descending artery. On angiography the stent implant was observed to have moved on the balloon; however, after removal of the sds from the anatomy, the stent was observed to be tightly crimped on the balloon. There was no reported resistance during retraction of the sds from the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.